Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-425-30. The pipeline flex with shield device has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information the pipeline flex device fail to open in the middle section. The patient underwent embolization treatment for a medium unruptured saccular supraclinoid internal carotid artery (ica) aneurysm. Measuring 20mmx8mm landing zone distal 3.75proximal 4.1. The vessel was observed moderately tortuous. It was reported that micro catheter was parked distally to the aneurysm. The pipeline device was unsheathed from the middle cerebral artery (mca) to the neck of aneurysm. The contraction was observed near the neck of aneurysm means kinking was observed and device was not opening completely. And catheter resistance was observed. The physician decided to resheath the device. The pipeline was resheathed and removed with the catheter. There were not any patient symptoms or complications associated with this event. The pipeline and any accessory devices prepared as indicated in the IFU. There was not any additional steps or other devices required to open the pipeline. The patient was treated with same size flow divertor with other manufacturer. The patient is in stable condition. The angiographic result post procedure was slow flow in the aneurysm.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline device (model: ped2-425-30; lot#: a795959) found the pushwire was separated/broken proximal to the dps sleeves. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The hypotube was found to be stretched. No bend or kink were observed on the pushwire. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub to remove the braid. The mandrel successfully passed through the catheter hub and tip without any resistance and the braid pushed out from the catheter with no issues. The distal and proximal ends of the pipeline flex shield braid were found opened and moderately frayed. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. Based on the analysis findings, the pipeline flex shield was confirmed to have pushwire break/separation as the returned pipeline flex shield was broken proximal to the dps sleeves. However, the pipeline flex shield and phenom catheter were not confirmed to have failure to open at middle. The pipeline flex shield braid were found fully opened and moderately frayed. In addition, the middle section of the braid was found fully opened and no damage. It is possible that the patient tortuous anatomy may have contributed to this event. However, the root cause could not be determined. The broken end sent out for sem/eds analyses. Based on the returned device and sem/eds analysis, the pipeline flex was confirmed to have pushwire separation. Features observed indicate the wire failed via torsional overload failure mechanism. H6: method code updated to 4116, result code updated to3211 and 3252, and conclusion code updated to 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.